Event description:
On (B) (6) 2010, the patient's husband reported the patient's blood glucose was elevated to 265 mg/dl when she woke up this morning. Her normal blood glucose range is 90-130 mg/dl. When she bolused for her breakfast, an e4 (occlusion) error was displayed. The patient changed the infusion site and tubing and cleared the error. The insulin cartridge and infusion tubing had been in use for 2 days and the infusion site had been in use since the previous night. The adapter had been in use since (B) (6) 2010 and the husband was advised to change it with every 10th insulin cartridge change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.